Event description:
The device was returned for service/repair due to a cracked cover, pole clamp and door hinge. Device was forwarded from service on 03/10/08 because it did not pass initial volumetric testing.

Manufacturer narrative:
Device eval results: the door bezel, pole clamp, cosmetic bezel and cover were visibly broken and were replaced. Additionally, other parts were changed due to wear and for reliability, including the carriage and carriage driver, pushers, spring, insulator card, cosmetic bezel, solenoid and battery. The 2004 battery was very weak even though reading 10v. The low volumetric testing results were due to the broken door hinge. This device had never been returned to b. Braun for preventive maintenance. It was apparent that this device was not properly maintained.